Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl and "kidney damage"; cause was not known. Customer went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin, resolving the issue. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.